Event description:
Adverse event(s): soft eye (intraocular pressure, delayed, uncontrolled) product problems(s): cassette insertion issues (difficult to insert). The customer reported a soft eye during I/a. The customer also reported cassette insertion issues. Multiple attempts were made for additional information and pt status with no response to date. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problems reported. A system message displayed during testing with the host module replaced to correct this issue. The software was updated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)